Manufacturer narrative:
Section b3: date of event is estimated. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Sectiond6a: date of implant is unknown during processing of this incident; attempts were made to obtain complete device information.

Event description:
It was reported one of patient's leads had high impedances and patient lost effective therapy as a result. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: health effect - clinical code. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.